Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a low leak co2 rebreathing risk had occurred. The biomed informed the remote service engineer (rse) that the unit was not displaying a leak on the unit. The biomed inquired on how to run the unit so no alarms occur. The rse and biomed performed a troubleshoot together. The rse had the biomed go into the pneumatics screen and tell the rse the average air reading. The biomed informed the rse that the average air reading was showing -8.70 standard liter per minute (slpm). The rse then advised the replacement of the flow sensor assembly and provided the customer with the part number to order. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.